Manufacturer narrative:
Additional information received on 29 june 2016 and includes: foreign bodies grossly consistent with orthopedic hardware (gross only)". Additional information received on 30 june 2016 and includes: the surgeon is refering to the liner as the foreign body. Nothing detached from the liner additional information received on 30 june 2016 and includes: no infection. Cultures were negative.

Manufacturer narrative:
Additional information received on 03 june 2016 and includes: the pathogen is not available. Batch review performed on 20 june 2016. (B)(4).

Event description:
The patient came in due to constant drainage from the incision. The surgeon performed and I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.